Manufacturer narrative:
This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient on (B)(6), 2018. As reported by the patient's attorney, the patient experienced unspecified complications.